Event description:
It was reported that the customer fell and cracked her insulin pump. The customer stated that the screen was hard to read and could no longer see the insulin reading. The customer's blood glucose was 165 mg/dl. The customer stated that the screen had purple lines and ink across the screen. Advised the pump will need to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement pump would be sent. Nothing further reported.

Manufacturer narrative:
Unit received with physical damage, cracked and bleeding lcd glass. Minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, cracked reservoir tube lip, missing end cap sticker. Unable to perform the displacement test due to display anomaly. (B)(4).